Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient alleges pain, fluid around pelvis and elevated cobalt and chromium levels. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00478 / 00479).